Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failed and the user experienced burning smell. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the pmc board with an open circuit fuse, along with a damaged solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem section d medical device brand name, medical device catalog, medical device model, unique device identifier (UDI), section e initial reporter phone, section g reporting office contact, section h device manufacture date and manufacturer narrative. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 07apr2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "failed drawer - burning smell" was confirmed during fse testing and subsequently confirmed in the dchu inspection and testing process. According to work order wo: (B)(4), the fse reported that fh cubie drawer 6 was not detected on bus. There was no power to pmc board. Also have burn smell, possibly from solenoid (seized up). The fse found pyxibus cable insulation frayed but did not look like the wires were cut. Customer accessed drawer 6 via inventory. The report was closed. During dchu visual inspection: p/n 353578-01: the visual inspection confirmed that the "solenoid 12vdc latch", presented discoloration caused by excessive heat to the coil cover. P/n 128361-02: the visual inspection observed that the cable insulation was frayed as reported by the fse. P/n 151903-01: the visual inspection confirmed that the part was in good condition, it had no missing components, signs of fluid ingress or any physical anomaly. During dchu testing: p/n 353578-01: the testing from dchu was not required since signs of thermal damage were found during visual inspection. P/n 128361-02: the testing from dchu was not required since physical damage was found on the insulation as reported by the fse. P/n 151903-01: the resistance was tested on an esd protected surface using a calibrated digital multimeter, it was observed that the fuse f200 was faulty showing an open circuit. The device was in use for treatment purposes as intended per 21 cfr. 820.198 (d).

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a lack of power to the pyxis module control board. Additionally, a burning odor was detected, likely originated from the solenoid. A field service engineer replaced the pyxis module control board, drawer controller and retractor bands, and external pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, a burning smell was noticed coming from the drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.